Event description:
The patient¿s device would ¿hang out.¿ erosion occurred. It was clarified that her skin was covering the device but you could almost read the writing through the skin. When she stands up the device sticks out 2-3 inches. This started about 6 months ago. She caught the device on something about 6 months ago and it ¿bled out a huge bruise.¿ she saw a nurse practitioner about 3 months ago and was told by another physician that she should get the device out. She thought the ins may be flipped because she could not get it to charge. The last time she charged was probably 2 months ago. She thought that an implantable pump may be better for her. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n329790, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-14, lot# n328028, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n326623, implanted: (B)(6) 2012, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).